Event description:
Reporter indicated that a vns patient was experiencing 30 second periods of heart block associated with stimulation on times and subsequent arrhythmias. The patient has a prior history of syncope and heart rate irregularities. Diagnostic testing showed the device to be functioning properly. EKG strips were evaluated and showed that the patient was experiencing a ventricular standstill. The device was programmed off.